Event description:
A 44-year-old patient underwent a da vinci-assisted benign hysterectomy with concomitant cystocele repair and rectocele repair on (B)(6) 2024. The procedure was completed with a normal estimated blood loss of 100ml and a drain was placed in intra-operatively as standard of care. There was no report of malfunction of the da vinci system, instruments, or accessories. During the hospitalization on (B)(6) 2024, the patient experienced abdominal pain around the suprapubic area, and medications were given as the treatment. On (B)(6) 2024, the patient had elevated c-reactive protein (crp) level in her blood test, and also was reported with increase in creatinine level and symptoms of urinary retention. The patient was given infusion therapy and a urinary catheter was placed. The urinary catheter was removed on (B)(6) 2024 and the patient was discharged the same day.

Manufacturer narrative:
Based on the information gathered, the cause of the post-operative complications cannot be determined. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso). Per the mso, urinary retention can happen after many surgical procedures in both the abdomen and the chest regardless as to how the procedure was performed. A lower gi or pelvic operation (such as the hysterectomy done here) may have a slight increase in urinary retention risk due to the location of the urinary collecting system (ureters and bladder) in relation to the target anatomy regardless of the type of approach (i.e. Open, laparoscopic, robotic).there is no evidence that the urinary procedure was directly related to the device used in this study. Therefore, the urinary retention that occurred with this patient is possibly related to the study procedure, but no relationship to the device (xi) has been established. Urinary retention can also occur regardless to the type of procedure performed.

Manufacturer narrative:
In addition, it was reported that the patient was given medications for the urinary retention,

Manufacturer narrative:
Additional information: a urinary tract infection treated with an unspecified medication was identified prior to discharge. It has been reported that c-reactive protein (crp) values were elevated due to the urinary tract infection (uti). The event was reported as resolved. The study investigator reported the event as moderate severity, not a serious adverse event, a clavien-dindo grade iiia and had a possible relationship to the study procedure, but not related to the patient's underlying disease status, not related to the da vinci investigational device and not related to a third-party device. A medical review was provided by an intuitive surgical, inc. (Isi) medical safety officer (mso) who concluded that a uti can lead to the urinary retention problem that was noted. A uti may be related to the procedure or also a potential complication of having any procedure and not necessarily this procedure but not necessarily related to the study device. In summary, per the mso, this new information is helpful but does not significantly change our prior conclusion, i.e. Possibly related to study procedure and but not related to study device.